Event description:
On (B)(6) 2011, the patient left a voicemail for animas stating there is a problem with the battery on the animas pump. The animas representative made several attempts to call the patient back without success. There was no report of patient impact associated with the alleged power issue. This complaint is being reported as a malfunction due to the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.